Manufacturer narrative:
On 1/20/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient (female, 71 years old) underwent cardiac 3rd ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported during an atrial fibrillation case, a cardiac perforation to the left atrium was noticed. There was a drop in blood pressure on the patient. The cardiac perforation was confirmed by intracardiac echo. The medical intervention provided was a pericardiocentesis, followed by open-heart surgery (pericardial window). The caller reported that about 1200 cc of fluid was removed. The patient¿s condition has improved. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The device passed all specifications. The root cause of the adverse event remains unknown; however, the physician¿s opinion is that the event was procedure related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device was working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient (female, (B)(6)) underwent cardiac 3rd ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported during an atrial fibrillation case, a cardiac perforation to the left atrium was noticed. There was a drop in blood pressure on the patient. The cardiac perforation was confirmed by intracardiac echo. The medical intervention provided was a pericardiocentesis, followed by open-heart surgery (pericardial window). The caller reported that about 1200 cc of fluid was removed. The event occurred during use of biosense webster products. The physician¿s opinion is that the event was procedure related. The patient¿s condition has improved. The patient required extended hospital stay. Graph, dashboard, vector and visitag were used for force visualization. Visitag settings were range: 3mm, time: 3sec, force over time (fot) 3g for 25%, color set per tag index.